Manufacturer narrative:
The suspect device was returned for evaluation. Based on the investigation of the returned sample, the leakage was localized to the gap at the stopcock housing interface. No visible cracks or structural damage were observed on the component. The most probable cause is improper seating or misalignment of the stopcock lever within the housing assembly, resulting in loss of sealing integrity at the interface. A review of the complaint database was performed and no similar complaints for this lot number were found. Analysis of the product history review was performed and no exception documents were identified.

Event description:
Customer reported that blood leakage was observed from the connection site during use. No patient harm.